Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced the issue of brakes unable to disengage, which is not reportable.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes are difficult to engage/disengage or the brakes cannot be engaged.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the brakes are difficult to engage/disengage or the brakes cannot be engaged. There was no patient involvement.